Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was able to clamp the tissue with the medium-large clip applier and the clip closed. Then, the surgeon was not able to unclamp the instrument and had to use another instrument to pry it open. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the issue occurred on the second fire of the clip applier. The instrument applied the clip successfully but was not unclamping. The customer was able to unclamp the clip applier with another instrument with no adverse effects to the tissue.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to fail the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain clip through engagement but could not apply the clip as commanded. Common causes of loss of functionality to apply clip is attributed to either a damaged grip cable or misaligned grips. The medium-large clip applier instrument was also found to have a bent grip and the tip does not align with the other grip. The probable root cause of bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.